Event description:
As reported, "uterine contraction promotion treatment" was provided to treat postpartum hemorrhage (pph) after a cesarean section delivery. A bakri tamponade balloon catheter was then placed to stop the bleeding. 50 ml of water was injected into the device and then the uterus was sutured. A leak was discovered while injecting 400 ml of water into the device. The balloon was not punctured during the suture of the uterus. The device was removed from the patent and replaced with a new device. Blood loss before the alleged malfunction with the bakri was 900 ml. Blood loss after the alleged malfunction was 300 ml. There were no adverse effects to the patent due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, "uterine contraction promotion treatment" was provided to treat postpartum hemorrhage (pph) after a cesarean section delivery. A bakri tamponade balloon catheter was then placed to stop the bleeding. 50ml of water was injected into the device and then the uterus was sutured. A leak was discovered while injecting 400ml of water into the device. The balloon was not punctured during the suture of the uterus. The device was removed from the patent and replaced with a new device. Blood loss before the alleged malfunction with the bakri was 900ml. Blood loss after the alleged malfunction was 300 ml. There were no adverse effects to the patent due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control procedures. One bakri tamponade balloon catheter was returned for investigation. Leaking was observed in the tubing connected to the stopcock. Under magnification, a tear in the material was found at the leak. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the most probable cause of the observed puncture could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.